Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 1 month. The patient remains ongoing on vad support with no further reported issues. The report of a suspected clot in the patient's outflow graft could not be confirmed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room with chest pain. The patient's troponin level was reportedly "5", the lactate dehydrogenase (ldh) level was in the 800's u/l, and inr was 2.6 with an inr goal of 2-3. The patient did not present with any other symptoms, the lvad was functioning as expected, and no alarms occurred. A chest CT scan revealed a possible small clot along the lumen of the outflow graft. The decision was made to monitor the patient. No changes were made to the patient's medication regimen. As of 03/15/2016, it was reported that the patient was stable at home. No additional information was provided.